Event description:
Blood borne pathogen exposure - happened in cardiac cath lab. Cardiologist noted "stain" on glove that would not wipe off with a 4x4; took off gloves - had bloody water noted on skin of hand - on back of left pointer finger.